Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved these issues by following specific actions, such as filling existing tubing to check the flow, resuming insulin, and giving a smaller bolus using the original supplies.